Event description:
The manufacturer received information alleging a ventilator service required alarm when turned on. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the third-party service center, error codes related to the oxygen blending module (obm) were found in the log. Err_obm_accy_urgent_service is potentially a failure of the oxygen blending module, which may impact therapy (delivery of o2). Err_ripc_comm_to_obm_failed means communication between host and obm was lost. The oxygen blending module board was replaced to address the issue.